Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. The presence of solidified blood was noted within the balloon which is indicative of a leak. No issues were noted with the tip section of the device. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole was identified. The pinhole was 3mm proximal to the proximal edge of the proximal markerband. A review of the balloon batch scrap highlighted no abnormalities. A visual and microscopic examination found no issue with the profile of the markerbands. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by retrograde approach via the vein side. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified internal shunt of a forearm. The stenosed area was near the insertion site. After a 5fr non-bsc introducer sheath was placed, a 0.035 non-bsc guidewire was advanced to cross he lesion. Subsequently, a 5.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. Upon the first inflation at 10 atmospheres, the proximal part of the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained by retrograde approach via the vein side. The 90% stenosed target lesion was located in the mildly tortuous and non-calcified internal shunt of a forearm. The stenosed area was near the insertion site. After a 5fr non-bsc introducer sheath was placed, a 0.035 non-bsc guidewire was advanced to cross he lesion. Subsequently, a 5.0 x 40, 75cm mustang¿ balloon catheter was advanced to dilate the lesion. Upon the first inflation at 10 atmospheres, the proximal part of the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's condition was good.